Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as it had been nonfunctional for one year. The patient did not have any symptoms. A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. During the procedure fluid leak was identified in the pump tubing. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as it had been nonfunctional for one year. The patient did not have any symptoms. A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. During the procedure fluid leak was identified in the pump tubing due to a hole. The procedure was successful and the patient did not experience any adverse events.

Manufacturer narrative:
Describe event or problem - updated.